Event description:
It was reported that patient underwent right distal femoral trochlea arthroplasty 2001. Revision surgery performed in 2003 to replace patella component. Wear and delamination noted on articular region of explanted patella component.